Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent the following information was requested, but unavailable: what is the procedure date & event date? What is the lot number? Additional information was requested, and the following was obtained: what was the exact issue? Did the suture got broken? -according to theatre matron, suture broke off at swaged side of needle. Did the suture got separated from the needle? Please confirm. - yes. How many devices present the issue? According to the matron , 5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate events were submitted via 2210968-2021-11883, 2210968-2021-11886, 2210968-2021-11887 and 2210968-2021-11888

Event description:
It was reported that the patient underwent an abdominal hysterectomy procedure in 2021 and the suture was used. During use, the suture broke off at swaged side of needle/separated from the needle. There were no patient consequences reported. Another suture was used to complete the procedure successfully.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent the following information was requested, but unavailable: what is the procedure date & event date? What is the lot number? Additional information was requested, and the following was obtained: what was the exact issue? Did the suture got broken? -according to theatre matron, suture broke off at swaged side of needle. Did the suture got separated from the needle? Please confirm. - yes. How many devices present the issue? According to the matron , 5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate events were submitted via 2210968-2021-11883, 2210968-2021-11886, 2210968-2021-11887 and 2210968-2021-11888

Event description:
It was reported that the patient underwent an abdominal hysterectomy procedure in 2021 and the suture was used. During use, the suture broke off at swaged side of needle/separated from the needle. There were no patient consequences reported. Another suture was used to complete the procedure successfully.